Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter were 22 mg/dl (ss) and 155 mg/dl (hcp) respectively (86% diff.). Control solution test result was in range (120). There was no allegation of harm.